Event description:
It was reported that t1 and t2 were simultaneously deployed. A sn backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that t1 and t2 were simultaneously deployed." The device is in good condition showing no damage. T1, t2 and suture were returned freed from the delivery needle. T1 has a curved shape as with being retrieved from tissue post anchoring. Typical simultaneous deployment presents a bent or twisted device. There is no apparent twisting or bending of the delivery needle that would hinder deployment or successful anchoring. This device does not show any cause for malfunction. It cycles and actuates as intended. No mechanical problem was noted. No root cause related to the manufacturing process was confirmed.